Manufacturer narrative:
H6: investigation summary one photo was provided to our quality team for investigation. The photo shows loose syringe have an unknown black "grease-like" foreign matter on the needle and inside the opened blister package. Potential root cause for the foreign matter outside fluid path defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd tb syringe slip tip with bd precisionglide needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: customer reported that after getting syringes from the pharmacist last week, black residue was seen on the clear plastic part of the wrapper. When going to take the cap off noticed more on the cap.

Event description:
It was reported that the bd tb syringe slip tip with bd precisionglide needle experienced foreign matter in fluid path. The following information was provided by the initial reporter: customer reported that after getting syringes from the pharmacist last week, black residue was seen on the clear plastic part of the wrapper. When going to take the cap off noticed more on the cap.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.